Event description:
Surgical attending reported that pt developed an infection at an unspecified time following hernia repair. No cultures were taken. Pt was treated with antibiotics. Pt reported as recovered with no sign of infection or local erythema.